Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without user input in the cardiology department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported turn off without input. A review of the event history log identified improper shutdown messages. Visual inspection found the cause was a damaged wireless battery module; a damaged module may prevent proper direct current (dc) power delivery to pump, causing pump to shut off without user input. The battery module was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.